Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not following the proper air removal technique. Tandem technical support educated the customer that not following the proper air removal technique is off label per the tandem user guide. The customer continued to use the existing cartridge for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.